Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. Several blades with no blade protectors and knifes exposed in 2 red locked sharps containers were received for the report of blunt knives. Evaluation not performed due to unsafe conditions of returned samples. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Sample returned were not evaluated due to unsafe conditions of returned samples, therefore; the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic knives were blunt during cataract surgery. There is no patient harm.